Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported flushing difficulty could not be confirmed. The reported tip separation was confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot showed no other incidents. Additionally, a query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the device could not be flushed before use. The tip of the device was examined and nothing was noticed. An attempt was made to flush the device again and the tip detached. The device was not used on the patient. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.